Manufacturer narrative:
H10: additional information received by the manufacturer on 21-jun-2023 identified that this event should be re-evaluated for MDR reporting. The new information received confirmed that the screw popped out on the back table, while loading up a broach. The reassessment determined that the issue does not meet the threshold for reporting and therefore, it is a non-reportable event. Device damage occurred during handling or preparation activities performed external to the patient did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed. B5- describe event or problem.

Event description:
It was reported that, the screw on the back of the gold section of a legion cone impactor handle popped out as it was on the back table, while loading up a broach. The procedure was resumed, after a non-significant delay, with the same device. Patient was not harmed as consequence of this problem.

Event description:
It was reported that, the screw on the back on the gold section of a legion cone impactor handle popped out. The procedure was resumed, after a non-significant delay, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference (B)(4).